Event description:
The hill-rom technician reported that the bed exit alarm system did not function on this bed. He found that the bed exit tape switches were defective. He replaced the switches and the bed exit system functioned as designed. There were no reported adverse events associated with this product malfunction.